Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the patient was unable to routinely recharge their implantable neurostimulator (ins). Circumstances leading to this were unknown. The patient underwent ins replacement surgery. At the time of surgery, the ins could not be interrogated. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.